Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 26th march 2026, it was reported by an arthrex employee via email that for an ar-1922ps, suture anchor, pushlock® 4.5 x 24 mm, the anchor broke when suturing. This was detected during use in an arthroscopic anterior and posterior cruciate ligament reconstruction and medial collateral ligament repair surgery on (B)(6) 2025. The procedure completed successfully by using another new ar-1922ps, no patient harm and no secondary procedure needed. Ar-1922p and ar-1927ptb-45 were used to prepare the bone socket. No fragments were found and bone quality of patient was normal.